Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain one of two in peritoneal dialysis. The home patient was connected. The technical service representative explained the alarm to the home patient. The technical service representative had the home patient close the clamps and cycle the power to clear the alarm and advised the home patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.